Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6)2024. The patient had inaccurate cgm values 6 days after the sensor was inserted in the arm. On (B)(6)2024, the patient was shaking. He decided to go to the hospital because the cgm reading was 40 mg/dl and the bg reading was 95 mg/dl. The patient drank apple juice. He called his friend and asked him to drive him to the hospital. When he arrived at the hospital, they took a bg reading which was 109 mg/dl and the cgm reading was 142 mg/dl. The patient was treated with IV fluids. There was no documentation on why the patient was treated with a bg value in normal glycemia. At the time of the report the patient was still hospitalized and experiencing pain. The patient declined to provide further information about the event. Per follow up with the patient on (B)(6)2024, the patient was discharged 4 days later, patient condition was fine at the time of the call. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation found a difference in values that falls within the a zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).